Event description:
The customer reported two (2) false negative results with the ID now covid-19 2.0 assay for two patients performed on (B)(6) 2024. This MFR. Report addresses patient two (2) of two (2). Additional testing was performed on an unknown date with a quantitative test which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further information including the reagents ln was not provided. Notwithstanding, complaints against these customer experience codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use, device discarded.